Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. One notification was written for assembly batch 6271680 for out of spec. Lube solids. Product accepted on deviation, and released. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white foreign fluid was expressed from a 30 g x 1/2 in. Bd precisionglide¿ needle before use. The fluid landed near the patients eye but the needle was not used and there was no report of injury or medical interventions.